Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor would give inaccurate readings on the fifth or sixth day of use. Customer stated that the day of the call the sensor was on the sixth day of like and during the morning, it was reading 58 and 63 mg/dl causing the insulin pump to go to threshold suspend but her blood glucose was 129 and 179 mg/dl. Customer had discarded the sensor. She was advised to call back to troubleshoot if issue happens again.